Event description:
A patient reported experierncing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 77, 600 for "hi", 88 and 600 for "hi" mg/dl. Tests were done within 10 minutes. Patient is not using control solution for tests. Patient ate food and drank a beverage after use of meter. Patient did not experience any adverse events. No further information has been reported.